Manufacturer narrative:
The sample was serum collected on (B)(4) 2011 at 11:15, and was centrifuged at 3000g for ten (10) minutes at room temperature. The customer noted that the sample was filled to the mark and clear. Per customer provided data, a passing accutni calibration was performed on (B)(4) 2011 prior to the event. All qc results were on target before and after the event. A passing system check was performed on (B)(4) 2011. Service was not dispatched for this event. No clear root cause could be determined for this event. Associated MDR: 2122870-2011-06055.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated erroneously elevated troponin (accutni) results, within the risk stratification range, for one patient over two days, on (B)(6) 2011 and on (B)(6) 2011. This report documents the event on (B)(6) 2011. The elevated result was not reported out of the laboratory, and questioned by the clinical staff as the patient's previous results from the same instrument and an alternate platform were within the normal reference range. There was no report of death, injury, or change to patient treatment in association to this event.